Manufacturer narrative:
Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization eua (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Initial reporter phone number: (B)(6). The actual device was not available; however, a photograph of the sample was provided for evaluation. The reported damaged male luer lock of the return line was not verified on the provided picture, however, the likely cause of the damage was determined to be design related. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a prismaflex st100 set, the luer connector was observed to be damaged. There was no patient injury or medical intervention associated with this event. No additional information is available.